Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the site experienced difficulty taking a spin while in surgery. As a result, the site switched out the hand switch for the hand switch on this different system unit. However, the issue persisted. No further information received.

Manufacturer narrative:
Medtronic representative went to the site to test the imaging system and replaced hand switch and performed a system checkout,system was operational. B01,c07,d02,g04063 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000194, serial/lot #: -, ubd: , UDI #: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that it was reported during transforaminal lumbar interbody fusion (tlif) procedure. This was occurred intra operatively. There was a reported delay of 10 minutes and no reported impact to patient outcome.